Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via email that two ar-3636 knotless 1.8 fibertak anchors came out of the bone hole during tensioning after insertion. The same issue occurred with a total of two products during the same surgery. The case was completed using a new ar-3636 knotless 1.8 fibertak. No significant surgical delay was reported, and no additional anesthesia was administered. No adverse patient effects were reported during or following the procedure as a result of this issue. This was discovered during a procedure (B)(6) 2026.